Event description:
In 2006, the lay user/pt contacted lifescan alleging that his one touch ultra meter was reading erratically and was giving him an unspecified error message. The medical affairs specialist sent a letter five days later,since the pt cannot be reached by telephone. A while ago, the pt's meter was giving him an error message (not specified) and erratic readings (readings unavailable). After getting error messages, the pt stopped using his meter. Instead, the pt tested using a one touch basic meter and within 5 minutes retested on another one touch ultra and got a reading of "500 mg/dl or something." The pt then went to his dr who obtained a result of "500 mg/dl" (unspecified device). The dr treated the pt with 10 to 15 units of insulin (type unk) and was told to keep an eye on his diet. Prior to seeking medical attention, the pt took insulin. The pt reorted he did not have any symptoms of high or low blood sugar levels at the time of concern. The customer care advocate (cca) verified the following: the test strips were in good condition, the meter was properly coded, and the pt was using proper testing techniques. However, the pt did not know if the meter was set to the correct unit of measurement at the time of testing. Quality control test was not run, due to expired control solution. The meter test strips and control solution were replaced.